Event description:
A pump alarm was reported, specifically an alarm 20, which occurred during the pumping process. There was no adverse impact to the customer's blood glucose level. Despite technical support assisting the customer with loading a new cartridge using the correct technique, the alarm persisted, and the customer could not resume insulin therapy. Consequently, technical support decided to replace the pump, although it was noted that the pump was not under warranty.